Event description:
Related manufacturer reference number: 2017865-2023-02336. It was reported that the patient presented for a generator change procedure. Upon interrogation, both right atrial lead and ventricle lead exhibited noise that was oversensed by the device. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. Final analysis found the complete lead was returned in one piece measuring 52.2 cm. Visual inspection found an external insulation abrasion was noted at 6.4 cm ¿ 7.1 cm from the connector pin breaching the outer insulation exposing the outer coil consistent with friction to device can and suture sleeve tie impression was noted 19.0 cm from the connector pin. Also, the outer insulation was found damaged and separated at 35.3 cm from the connector pin consistent with procedural damage. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.